Event description:
Pt treated with cosmoplast in the perioral lines. Presented to the office with redness and a rash at the treatment site. The physician diagnosed allergic reaction and treated the symptoms with intralesional steroids.

Manufacturer narrative:
Device evaluation: quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.